Event description:
It was reported that this device was explanted and replaced due to an unknown reason. Besides surgical intervention to replace this device, no adverse patient effects were associated with this event. It is unknown at this time whether this device is available for return. A good faith effort will be submitted to the field to obtain device return.

Manufacturer narrative:
The returned device was inspected and analyzed at our post market quality assurance laboratory. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this device was explanted and replaced due to an unknown reason. Besides surgical intervention to replace this device, no adverse patient effects were associated with this event. This device was received for analysis.